Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative. The rep reported a catheter event had been confirmed. A dye study was performed (B)(6) 2019, and a bridge bolus was performed after the dye study to run for 45 hours. The hcp did another dye study (B)(6) 2019, then decided to revise the catheter. The doctor wanted to cancel the bridge bolus and program a priming bolus. It was confirmed that catheter access port (cap) was successfully aspirated after the revision on (B)(6) 2019. Technical services assisted the rep with screen navigation and on how to cancel bridge bolus and how to re-interrogate and program the catheter access port procedure prime. The patient was currently without injury, as of (B)(6) 2019.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the device will not be returned. The catheter was determined to have a small tear in it. The issue was resolved. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8781. Serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 21-sep-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 50 mg/ml morphine at 10.180 mg/day via an implantable infusion non-malignant pain and failed back surgery syndrome. It was reported that the patient had a pump replacement on (B)(6) 2019 and began having withdrawal symptoms late in the day on (B)(6) 2019 it was reported that the hcp did a dye study and the dye was coming out from the back of the pump. The catheter was accessed before the dye study and the hcp had drawn back a little bit of blood. The hcp reported that they would be doing a revision. No further complications were reported.